Event description:
During hysteroscopic resection of uterine fibroid, the loop cautery came off and was left in uterus, removed intact during curettage. No add'l procedures were necessary to remove loop. As curettage was part of procedure.